Event description:
Additional information stated the patient was ¿doing fine since the replacement.¿

Manufacturer narrative:
(B)(4). Device analysis: analysis of the extension found no anomalies.

Event description:
It was reported that high impedances were measured on the patient¿s extension. It was stated the extension was replaced at the time of report as a result of the event. It was noted there were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. Additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.